Event description:
Staff thought that the rail was locked into place in the up position. When the staff rolled the client over onto their side, the rail moved into the down position. This caused the client to fall out of the shower trolley and onto the floor. The client was taken to the ER where no injuries were found.